Event description:
Boston scientific received information that a clinic contacted boston scientific medical records and stated that the patient's system was explanted for an unspecified issue. Medical records noted that boston scientific only had record of a boston scientific left ventricular (lv) lead implanted, all other previously implanted products were unknown. An email was sent to the local field representative in an attempt to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 470 mm from the terminal pin and the conductor coils were extend out at the severed end to 475 mm. Set screw marks were noted on the terminal pin, no discernible set screw marks were noted on the ring. Dried blood and body fluid were noted in the lead lumen and electro-cautery damage was also observed in a few places. Detailed analysis revealed that the polyurethane insulation was puckered from approximately 412 to 421 mm from the terminal pin which, per analysis findings, appears to be the suture sleeve tie down site. A bend/crease was also noted in the lead insulation at 422 mm from the terminal pin and the inner insulation at this site is torn and abraded. Further detailed analysis revealed that the conductor coils were fractured at approximately 422 mm from the terminal pin. Analysis was able to confirm the field allegation.

Event description:
The field representative was able to obtain additional information from the clinic that the lv lead exhibited pacing impedance measurements ranging from 500 to greater than 2500 ohms, thus was explanted. No further information was available and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.